Event description:
It was reported that this device exhibited a battery depletion (bd) error on latitude. This occurred after the patient had a medical procedure done where a magnet was used. Remote analysis confirmed that the error was a result of prolonged magnet application. Technical services advised that the battery voltage is recovering, and the device will continue to produce tones until it is interrogated by a programmer. There were no adverse patient affects. The device remains implanted.